Event description:
It was reported that patient enrolled in clinical study underwent right total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2011 due to acetabular cup loosening. The modular head, acetabular cup and taper adapter were removed and replaced. Additional information received in patient's blood tests indicates cocr levels are within the normal range

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."